Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 574 mg/dl, 228 mg/dl and 227 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken for treatment received. No adverse event reported. A request was made for the return of the affected product.